Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system kept shutting off and was not turning back on. A technical support specialist (tss) confirmed that the customer replaced the power supply, then confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had turned off repeatedly and failed to power on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.